Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5867-3m adaptor, implanted: (B)(6) 2012; 5867-3m adaptor; 6947m62 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure, the physician had difficulty engaging the screw driver into the rv grommet of the cardiac resynchronization therapy defibrillator (crt-d) due to the setscrew being at an angle. It was noted that once the physician removed the silicon covering, the setscrew appeared to be sideways. The physician pulled on the lead and was able to get it out. The device was explanted and replaced. No patient complications have been reported as a result of this event.